Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the ok button on the keypad is unresponsive. No other information is reported. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and investigation by product analysis on (B)(4) 2012 with the following findings: testing confirmed the up button is intermittently responsive and the contrast and ok buttons are unresponsive. The keypad is torn and was removed for investigation. Contamination was found under all contacts. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function. The situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release